Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to his feelings/normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient alleged that the inaccuracy issue began on (B)(6) 2021, at an unspecified time. The patient claimed obtaining a blood glucose reading of ¿234 mg/dl¿ with the subject meter. The patient informed the agent that he manages his diabetes with humalog and lantus insulin (self-adjuster) and stated that he used more insulin in response to the alleged issue. He specified that he increased his humalog insulin dose from 3 units to 12 units between (B)(6) 2021 and (B)(6) 2021. During this timeframe the patient developed symptoms of ¿feeling down, feeling like not enough oxygen was going to the brain and had problems thinking¿. The patient claimed that when his blood sugar goes low, he has problems thinking. The patient indicated that because he noticed the results he was getting were not accurate he decided to compare his results with another meter on (B)(6) 2021 at 10 a.m. He obtained a blood glucose reading of ¿224 mg/dl¿ with the subject meter compared to a reading of ¿181 mg/dl¿ on a ¿relion¿ meter. The patient denied receiving any medical treatment for the reported symptoms. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.